Event description:
Patient was revised to address chronic dislocation and a loose stem. There was also a surgical delay of more than 15 minutes, which resulted from not having all the necessary implants and equipment on hand during the surgery

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records and/or complaint database search was not possible, as the product and/or lot codes required were unavailable. The investigation is unable to draw any conclusions as to why the service error occurred. The investigation could not verify or identify any evidence of product error with regard to the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.